Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist at the hospital, alleged the following event: "the tibial plate was extracted and was found fractured in 2 pieces."